Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-40041.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's father stated that he had already been assisted with programming the device but the customer still had a high blood glucose reading of 499 mg/dl, which was treated with a manual injection. Upon troubleshooting, it was found that the insulin pump passed the high pressure test and no bent infusion set cannula was observed. The caller was advised to perform a complete infusion set, reservoir and insulin change. He was advised that the infusion set would be replaced. Nothing further reported.